Event description:
On 07/24/2025, the user reported receiving an "unable to proceed" alert during a supply change. Troubleshooting steps, including restarting the pump and performing multiple dry runs, did not resolve the issue. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.